Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary pocket rows were not detected on bus and unable to eject pockets. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2.2 rows a and b were not detected on bus. A field service engineer replaced cubie tray cable ribbon row board in auxiliary half height drawer 2.2. Additionally, tightened several drawers loose front panels and recovered medications lodged between the cubie pockets. Installed two new slide bumpers that were missing from the drawers slide railings and replaced the retractor band on auxiliary half height 2.2 to restore proper drawer functionality. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary pocket rows were not detected on bus and unable to eject pockets. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.